Event description:
Customer received an erroneous sodium value for one pt sample. The erroneous result was not reported. The initial result was 101 mmol/l, repeat was 138 mmol/l twice.

Manufacturer narrative:
The field service rep was unable to determine a cause. He inspected the instrument operation, verified mechanical adjustments, replaced rinse valve sv4 for possible dripping and rinse balance. He also noted qc was performed.